Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion the patient experience pain, bowel problems, perforation, fistulae, and recurrence. It was also reported that patient underwent mesh removal on (B)(6) 2008 due to pain. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent robotic assisted laparoscopic repair of bladder injury on (B)(6) 2010. It was reported that patient underwent cystoscopy and meatotomy and transurethral fulguration of the urethra on (B)(6) 2006.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with cystoscopy with hydrodistention.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.